Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for chronic low back pain and spinal pain. It was reported that the patient had a lead revision on (B)(6). The reason was unknown. The implantable neurostimulator (ins) was not replaced. Further follow-up is being conducted to clarify the reason for the lead revision and to determine what troubleshooting was performed prior to the lead revision. If additional information is received, a follow-up report will be sent.